Event description:
Hernia repair. I was operated on again in 2003, and had to stay in the hospital for almost 30 days from problems with davol mesh that had entangled my intestines and I had to be fed through a stent that was placed in me to keep me alive because my intestines were blocked by mesh that could not be removed, and I still have problems with my digestive system because of the remaining mesh that was too dangerous to remove because of its location. Another davol mesh patch was inserted at that time, and it has came loose and has to be removed. It still remains and I learned of recalls from t.v. Adds on the two surgeries in which this type mesh is defective. I received no info at the second surgery about the entanglement of my intestines from my doctor's or did not know why I was in such a life threatening condition until I saw the t.v. Ad and went and got copies of my medical records from both surgeries. Davol/bard first implant 2001, sections removed and some remain. Davol/bard second implant 2005 and is defective. Must be surgically removed at future date. Dates of use: 1) 2001-2003, 2 yrs 7 months 2 days. 2) 2003-2007, 4 yrs 4 months. Diagnosis or reason for use: 1) hernia 2) hernia. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction?: 1) yes. 2) yes.